Manufacturer narrative:
The pump powered up properly after battery installation. No missing segments, partial display, or faded display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for a day fading display, unexpected powering off or blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the words on his insulin pump were washed out and they had to go out then go back in. The customer¿s blood glucose was unknown. Troubleshooting was done for partial display. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.